Event description:
Hamilton medical ag received the following incident description: per biomedical, staff says that during ventilation, ventilator alarmed with all the technical faults. Ventilation continued but patient was removed and placed on another ventilator. Biomedical cannot duplicate the issue. Last pm was done march 2023.

Manufacturer narrative:
Investigation is ongoing.